Manufacturer narrative:
No device was returned for analysis. As reported: "event; st segment elevation. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event; st segment elevation. Please specify the details; the st segment values gradually elevated during left superior pulmonary vein application, and a sudden elevation in st segment values was confirmed at the end of left inferior pulmonary vein application. Coronary angiogram was performed, air embolism was ruled out, and vital signs suggested pulmonary hemorrhage. As the patient had poor coronary artery function, it was considered that the st segment values elevated due to hypoxemia caused by pulmonary hemorrhage. What was the patient's medical history/comorbidities? Coronary artery bypass surgery please indicate the medication information (current medications, contraindicated medications, etc.), unknown. Was the bav performed? No. What was the aortic annulus size? None. What was the access site? Right femoral vein. If a leak was observed after the procedure, how severe was it? Physician comments: patient outcome: patient injury. Infected: unknown. Product available for return? No.